Event description:
It was reported that a pump declared alarm 30 during pumping. There was no information provided regarding an adverse impact on the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge; however, the cartridge alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support arranged for a replacement pump to be provided under warranty and instructed the customer on storing the malfunctioning pump and returning it. The customer confirmed understanding and agreed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued.